Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint; however, the error was confirmed via system/error logs. The unit was tested on an in-house system and passed normal mode. Multiple power and sine cycles were performed. The unit also passed carriage, lissajous, direction test, carriage switch, fan test, sensors check, fiber test, brake test and all friction test on patient side cart (psc) fixture test platform with no issues.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, a message stating recoverable fault, disable or recover was displayed. The customer stated that when they hit recover, the fault returned. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found an error 32100 pointing to universal surgical manipulator 2 (usm). Prior to the call, the customer power-cycled with no change. The tse walked the customer through two patient side cart (psc) hard power-cycles, with no change. The tse recommended checking if the case could be completed with the other 3 usms. The tse also recommended swapping the psc if the surgeon needs all 4 usms to complete the case. The customer was going to provide options to the surgeon and will call back to update. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon completed that case with 3 arms instead of 4. The patient outcome was well, and the surgery was completed. The procedure was completed but it was longer than anticipated.